Event description:
It was reported that the universal modular electric/battery single trigger handpiece was being used with a reamer attachment to ream acetabulum on a total hip procedure. The drill stopped working and from that point on it would only work intermittently; it would stay on for a short period of time and then would go off. Surgery was completed with a second hand piece that was in the set. No significant delay in surgery was noted. After the drill was retrieved and washed, it was examined to not work at all when a new battery was attached. Customer stated that the reported intermittent reaming had no affect on the planned procedure or patient outcome.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device... Upon investigation of the devices, it was observed that the motor did not run. The handpiece did not appear to have any external damage. Through internal examination, the motor was found to be seized and the bearings and motor armature were unable to be removed from motor housing. Also, rust was observed around the top motor bearing area. The most probable root cause of the reported event is moisture entering the handpiece resulting in the motor bearing becoming rusted to the motor housing. The device was serviced and returned to the customer.